Event description:
The user received questionable results for creatinine on the analytical p module. The event involved two patient samples. One patient sample gave discrepant results. The initial creatinine result gave 0.3 mg/dl. The sample was repeated on another p module which yielded a creatinine result of 1.1 mg/dl. The initial results were not reported outside the laboratory. No patients were affected by the event. The reagent lot number for creatinine was 62280401. The field service representative determined the cause was a fluidics failure of a valve. He replaced the valve and performed cleaning maintenance. Performance tests were run and within customers specifications.